Event description:
It was reported that the patient experience pain at the spinal cord stimulation (scs) implantable pulse generator site and also experienced inadequate therapy. The patient underwent a procedure in which the entire system was explanted. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Block b3 date of event: date approximate. Additional suspect medical device component involved in the event: brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7074811. Upn: (B)(4). Brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7074793. Upn: (B)(4). Brand name: artisan? Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6) . Batch: 7074748. Upn: (B)(4) .